Manufacturer narrative:
A follow-up report is not required for this complaint as no device was returned for evaluation and there is no additional information to report. Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information, though not verified, abstract article: the study involved consecutive patients undergoing robot-assisted sacrocolpopexy (rasc) and supracervical hysterectomy with sacro-cervicopexy (rshs). There were 305 patients in the study; 188 patients underwent rasc and 117 underwent rshs. It was not specified how many patients were implanted with restorelle. Complications: 2 patients experienced apical recurrence, 3 required retreatment, 46 experienced recurrence anterior compartment, 22 experienced symptomatic recurrence: anterior compartment. There were 14 patients that experienced recurrence: posterior compartment, and 6 experienced symptomatic recurrence: posterior compartment. 12 patients experienced recurrence in multiple compartments including apical compartments, and 12 experienced symptomatic recurrence in multiple compartments, including apical compartment. 10 patients experienced recurrence in multiple compartments including apical compartments, and 8 experienced symptomatic recurrence in multiple compartments, including apical compartment. Prolapse related complications and retreatment: 14 patients experienced anterior vaginal repair, 6 experienced posterior vaginal repair, 12 experienced anterior and posterior vaginal repair, 1 experienced vaginal pessary, 1 experienced a redo sacrocolpopexy, 4 had mesh (part) removed, 1 experienced acnes, and 1 experienced an incisional hernia. Additionally, there were 4 bladder injuries, 2 bladder injuries resulting in conversion, conversion for bleeding for 2, 1 bladder injury, 1 uretic injury, 4 intra-operative complications, adhesions for one patient. Conclusions this is the largest reported prospective cohort study on robot-assisted apical prolapse surgery. Both procedures are safe, with durable results.